Manufacturer narrative:
Correction on initial report: disregard file. The suspect device is now a disposable product and requires a new manufacturer report number. Please reference manufacturer report number 9616066-2017-00484 for MDR reporting

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that a 200.4ml infusion of ketamine was programmed to infuse at 41.5 ml/h however after 1 hour the bag was noted to be empty and a puddle was found under the patient's bed. There was no report of patient harm and the nursing staff does not believe the medication infused into the patient.